Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing facility. Supplemental report: the reported event is not confirmed. The reported event is not confirmed. It was reported that a patient of unknown age and demographics experienced pain after receiving a monovisc injection. The patient reportedly could not stand on the feet and that the knee was inflamed. The patient reportedly reported to the emergency room. Patient received an ultrasound and was told the knee was inflamed. The patient received a cortisone injection and was prescribed an unknown oral "pill" for the inflammation. It is unknown when the patient was discharged. The current status of the patient is unknown. There was no report of any malfunction or appearance issue with the device. Additional information was not provided upon request. The part number was not confirmed and the lot number is unknown. Therefore a review of the batch record could not be performed. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 24july2023 it was reported to anika by the canada distributor that a patient of unknown age and demographic reported experiencing pain immediately after receiving a monovisc (lot unknown) injection. The patient stated being unable to place the foot down. The patient stated that on an unspecified later date, calling the clinic and was advised to give it a few days. The patient stated it got worse and the pain resulted in the patient reporting to the emergency room on an unspecified date. The emergency room staff performed an ultrasound and stated that the patient's knee was inflamed, and the patient experienced a reaction. The patient was treated with an injection of cortisone (dosage unknown) and the patient took pills for inflammation (brand & dosage is unknown). There was no report of any issue with appearance of the syringe and there was no malfunction reported. Additional information was solicited.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 24july2023 it was reported to anika by the canada distributor that a patient of unknown age and demographic reported experiencing pain immediately after receiving a monovisc (lot unknown) injection. The patient stated being unable to place the foot down. The patient stated that on an unspecified later date, calling the clinic and was advised to give it a few days. The patient stated it got worse and the pain resulted in the patient reporting to the emergency room on an unspecified date. The emergency room staff performed an ultrasound and stated that the patient's knee was inflamed, and the patient experienced a reaction. The patient was treated with an injection of cortisone (dosage unknown) and the patient took pills for inflammation (brand & dosage is unknown). There was no report of any issue with appearance of the syringe and there was no malfunction reported. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing facility.